Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and treatment appears to be related to the circumstances of the procedure. The reported patient effects of perforation, as listed in the absorb gt1 instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified circumflex artery. A 2.75 x 12 mm nc trek balloon catheter was used for pre-dilatation and pressurized twice to 12 and then 16 atmospheres. Intravascular ultrasound (ivus) was performed and there was residual calcification remaining. A 3.0 x 12 mm absorb gt1 scaffold was deployed at 16 atmospheres when a perforation occurred. The perforation was treated with a balloon catheter inflated to 16 atmospheres. The patient was administered protamine. The patient is in stable condition in the intensive care unit (ICU). There was a clinically significant delay in the procedure. No additional information was provided.